Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, sensing noise was observed on the ra lead. The lead noise was reproducible on the atrial lead which resulted in mode switch issue. Patient was then presented to the operating room for lead revision. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior and post procedure with no adverse events.

Manufacturer narrative:
A partial lead was returned in two segments. External insulation abrasion was noted at 3.3-4.2cm and 3.7-4.5cm on the middle portion of the lead, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. Other damages found were sustained during the surgical procedure.

Event description:
New information received indicates that the capped lead was explanted on (B)(6) 2019.